Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient underwent an explant procedure due to pocket pain/discomfort.

Manufacturer narrative:
The source of the pocket pain could not be determined by the device analysis. The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to pocket pain/discomfort.